Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start after applying sample, with the adc blood glucose meter. The customer was unable to obtain glucose result, and began to feel dizzy, short of breath, and subsequently lost consciousness. The customer reported laying down on sofa after re-gaining consciousness and was unable to self-treat; however, she did not provide further information. There was no report of death or permanent injury associated with this event.